Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI #: (B)(4). Concomitant medical products: g7 screw 6.5mm x 20mm cat#010000997 lot#6675901. Two boxes were returned and evaluated. Upon visual inspection both boxes have visible( white and black ) debris inside of the sealed sterile barrier. Lot # 6675901 white debris lot # 6679502 black debris . The sterile barrier is intact on both packages. This confirms the event. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01798.

Event description:
It was reported the incoming inspection team member found debris in the sterile package. There was no patient involvement. Attempts have been made and no further information has been provided.